Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for peritonitis. Treatment details were not reported. On an unknown date, the patient¿s pd catheter was removed (current mode of dialysis not reported). Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of the peritonitis onset was not reported; however, it was reported that the patient was hospitalized for peritonitis on an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.